Event description:
Post-procedure, peak ck was less than 2 times above upper normal level (unl), peak ck-mb was 3 times above unl, and troponin was 5 times or greater above unl. Twenty four hours post-procedure, troponin was still 5 times or greater above unl. This was diagnosed as a non q-wave myocardial infarction in an undetermined location. The day after the procedure, the patient underwent a staged procedure in an unknown lesion. The patient was discharged 5 days post-procedure. The report is from the study. The patient was a male with 3-vessel disease. Two lesions were treated during the index procedure, and a staged procedure was planned at the time of the index procedure, due to contrast load. The patient has a history of hypertension, hyperlipidemia, smoking, diabetes, and cerebrovascular disease. The indication for the index procedure was stable angina pectoris.

Manufacturer narrative:
The first target lesion was the proximal left anterior descending artery (lad). Vessel diameter was 3mm and lesion length was 12mm. Pre-procedure stenosis was 70%. The lesion was de novo, smooth, moderately angled, concentric, and moderately calcified. The lesion was not pre-dilated. A cypher was deployed at 16 atm. Post-procedure stenosis was 0%. The 2nd target lesion was in one of the obtuse segments. Vessel diameter was 2.5mm and the lesion length was 23mm. Pre-procedure stenosis was 99%. The lesion was de novo, irregular contour, moderately tortuous, moderately angled, and moderately calcified. The lesion was a chronic total occlusion of greater than 3 months. The lesion was pre-dilated with a 2.5 x 20mm balloon at 20 atm. Another cypher was deployed at 20 atm and post-dilated because the stent was not fully expanded. Third cypher was deployed at 12 atm. Post-procedure stenosis was 0%. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2008-01171 and 96106099-2008-01172. Additional information will be submitted within 30 days of receipt.